Event description:
Saline flush: .9ns saline syringe had only air inside of it. Syringe was cracked. The syringe filled with only air was discovered prior to being delivered to pt. Dose or amount: 10 ml, route: IV.